Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the angio-seal device failed to deploy correctly. There is no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal sts plus device was returned for evaluation. Returned with the device was the hemostatic sheath. The received device was subjected to visual analysis where a blood-like substance was found on all components. The collagen could be seen protruding from the hemostatic valve. The hemostatic sheath was not properly mated with the deployment sleeve. The deployment sleeve was in the forward lock position, with the color bands concealed. The bypass tube was not found in the hemostatic valve but located at the distal tip of the carrier tube assembly covering the manufactured slit. The tamper tube could be seen through transparent bypass tube in the manufactured slit in the carrier tube assembly. The hemostatic sheath had been cut into two pieces. The distal piece measured 4.5" from the distal tip to the severed point. Microscopic photographs were taken of the inner lumen of the hemostatic sheath. The anchor could be seen in the hemostatic hub distal to the hemostatic valve. Under microscopy, there was damage noted at the proximal end of the manufacturing slit on the carrier tube assembly. The complaint could be confirmed for deployment difficulties as the hemostatic sheath and the deployment sleeve were found not properly mated. The bypass tube is a necessary component for ensuring that the anchor and carrier tube assembly can pass through the hemostatic valve. With the dislodgement of the bypass tube proximal to the hemostatic valve, the user would have experienced difficulty assembling the carrier tube assembly and the hemostatic sheath. At this time, it is unclear how the bypass tube came detached. However, if the IFU section b.1. Is not followed then the bypass tube can become dislodged while inserting the carrier tube assembly into the hemostatic sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The IFU (arten600006627 rev. A) states "carefully grasp the angio-seal device at the bypass tube in the palm of the hand and with the reference indicator facing up slowly insert the bypass tube and the carrier tube into the insertion sheath hemostatic valve." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.